Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and melted. There was apparent explant damage. The analyst commented that the lead was thoroughly analyzed, visually and electrically, in an attempt to find the explanation for the high threshold description in the event. Results for electrical testing, including cross-continuity testing, were all within specified parameters. Only minor explant damage (melting on outer insulation) and environmental stress cracking on outer insulation was observed. No anomalies were discovered regarding the lead. Concomitant product: 7120 competitor implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 20s after feeling lethargic and not feeling well for a few weeks. The device was unable to be interrogated. Also the device had reached end of life (eol) within three years and the longevity was less than expected. The right atrial (ra) lead had a high threshold of 6.1 volts through the analyzer. The device and ra lead were both explanted and replaced. No further patient complications have been reported as a result of this event.